Manufacturer narrative:
The alarm had happened once there is no sign of blood in the helium tubing and no visible kink. Esp personnel explained the alarm in detail with potential causes and troubleshooting tips.

Event description:
User called into emergency support program line to request and report issue cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.